Event description:
While using the galil iceforce probes for a freeze-passive-thaw-freeze-active thaw cycle, followed by a short pullback and repeat freeze-passive thaw-freeze-active thaw cycle on of the probes became disconnected at the handle-needle junction during pull back and active thaw. The needle was subsequently removed with a needle driver. Manufacturer response for cryoablation probe, iceforce 2.1cx l 90° needle (per site reporter): unknown.